Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant. During procedure, the atrial lead had high impedance. Lead fracture was suspected. The lead was not used and was replaced. The patient was stable post procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
New information noted that the patient had an infection prior to procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Correction: h6 component code should have included 3079 - patient lead.